Event description:
It was reported that the patient was presented in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture. Upon further investigation via x-ray imaging, it was noted that the lv lead had dislodged. The lv lead was explanted and replaced. The condition of the patient is unknown.